Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The blood glucose level was 23.6 mmol/l. The customer was treated with manual injection. The insulin pump had a bent cannula. The customer feels okay to troubleshoot. The auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.